Manufacturer narrative:
Concomitant medical products: product ID: 700fc29, product type: heart band, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing. The rv lead remains in use. No patient com plications have been reported as a result of this event.